Event description:
In 2007, tip of needle broke off - tip recovered. Ethicon vicryl plus 4-0 ps -2. Route: cutaneous. Dates of use: approx two months in 2007. Diagnosis: surgical suture material, event abated after use stopped: yes. Event reappeared after reintroduction: no.